Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a sore located around the patient's breast area and underneath the left breast. The sore was described as an abrasion with broken skin. The patient consulted her physicians and was given a bandage and prescribed an ointment. Follow-up indicated that the irritation was still present and that she was likely ending use soon.